Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combination. A search of the complaint database against the reported product code found additional reports of the handles being stripped. The additional reports were investigated and attributed the root cause to device wear from normal use and servicing. The investigation could not draw any conclusions about the current reported damage without the device to examine. The reported problem is consistent with the mating attachment features becoming worn/stripped when the reamer becomes in contact with hard cortical bone. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The t-handle is stripped and will not stay on the reamer.